Event description:
Allen medical was notified of a patient-involved incident in 2008, the incident - which did not result in a patient injury - took place on the event date. According to the reporter for the facility, the facility was requesting an evaluation of their allen shoulder chair following the incident. Reportedly, the chair was in use when a portion of the or tabletop came off the table pedestal.

Manufacturer narrative:
At the time of her report, the facility rep told allen medical she believed the root cause of the incident was either "a mechanical problem with the or table" itself or that the "chair was not installed properly" on the table. Several attempts to have the device returned have been made. At this time, the shoulder chair remains in quarantine and has not yet been returned for evaluation. An MDR follow-up report will be filed should the chair ever be made available for return.